Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted (B)(6), 2010, during the same surgery the patient was reimplanted with another device.(B)(4).

Event description:
The patient presented to the emergency department 5 days prior to the procedure with nausea, vomiting, headache, blurred vision, dizziness, and left sided weakness for one week. The diagnostic cerebral angiogram revealed a 98% stenosis of the distal left vertebral artery with an irregularity proximal to the stenosis consistent with dissection. The left vertebral artery was dominant in size with the right vertebral artery being significantly smaller in size. The patient suffered a subarachnoid hemorrhage post stent placement. Cerebral blood flow ceased 24 hours post procedure, and the patient expired one day following the procedure. The physician reported no alleged malfunction with the function of the stent and that he does not believe the stent is related to the patient's death.

Event description:
Per the audiologist, the patient has a history of skin flap breakdown. The patient underwent a skin flap revision in (B) (6) 2010 (day not reported). In (B) (6) 2010 (day not reported) an infection was diagnosed. The site was irrigated and sutured closed and the patient was treated with antibiotics. No additional information was available at the time this report was filed june 14, 2010.

Manufacturer narrative:
(B) (4): implanted device remains.